Event description:
The customer reported that the device jammed during the procedure. The device was not on tissue at the time. There was no tissue damage and no patient injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). A visual inspection revealed the knife protruding from the jaws. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade then moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU states to eliminate tension on the tissue while sealing and cutting to ensure proper function.